Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized due to pseudomonas aeruginosa infection with frequent low flow alarms. The permanent venous catheter was exchanged due to the infection. The patient had high international normalized ratio and was administered kanavit and fraxiparine (vitamin k). Warfarin was restarted and patient was on hemodialysis three times a week. The log files were submitted and confirmed low flows. The low flow alarms resolved with antihypertensive. The cause of the infection was either peripherally inserted central catheter (PICC) or sacral decubitus. The catheter was replaced and the patient was given antibiotics. The infection resolved but c-reactive protein was still increased. The patients renal failure was pre-existing to implant. Hemodialysis was performed on (B)(6) 2023 and volume therapy of hemodialysis was adjusted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported renal failure could not conclusively be established. The submitted log files captured the pump functioning as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU lists potential adverse events, including infection (localized, driveline, pump pocket or pseudo pocket) and renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.